Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to lcd color display. The lcd color display was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was completely white upon powering on. Complainant did not indicate that there was any patient involvement in the reported malfunction.